Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was stopper creep out or a loose closure. The following information was provided by the initial reporter. The customer stated: "this is a report about stopper separation of tube during measurement with the hematology analyzer. Samples in tubes are being measured by using sysmex xn, a hematology analyzer, and the instrument gave an error. The hcp checked it and found that the black rubber stopper fell into the tube."

Event description:
It was reported when using the bd vacutainer® edta 2k there was stopper creep out or a loose closure. The following information was provided by the initial reporter. The customer stated: "this is a report about stopper separation of tube during measurement with the hematology analyzer. Samples in tubes are being measured by using sysmex xn, a hematology analyzer, and the instrument gave an error. The hcp checked it and found that the black rubber stopper fell into the tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h10.